Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance to reset the pump, and the customer was instructed to continue using it while being advised to call back if any malfunction code recurred.